Manufacturer narrative:
Additional info: further information was received clarifying reported issue. There was a capsule loss after iol was prepared and the patient required a 3-piece sulcus iol. The surgeon stated to his knowledge there was no patient contact, but it was not his case and he was not in the operating room (or). No other information was provided. The following sections have been updated accordingly: section h6: health effect - impact code: 2199 treatment no required/not reported. Section h6: health effect - clinical code: 2698 capsule collapse. Section h6: medical device problem code: 2993 no reported device problem. Section h6: health effect - impact code: 4629 is no longer applicable section h6: health effect - clinical code: 1845 is no longer applicable section h6: medical device problem code: 1670 is no longer applicable all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue or was explanted from the patient's operative eye. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.